Event description:
It was reported that the patient had a stimulator implanted and it never worked. The stimulator was explanted; this was a complaint about a previous device. The patient did not get the pain relief from the therapy. The patient got exacerbated pain from the stimulator and had it removed. It was unknown when the event occurred, in 2014 or 2015. The patient had no device information. Further information regarding the event and patient outcome has been requested. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID neu_unknown_lead, serial # unknown, product type lead; product ID neu_ptm_prog, serial # unknown, product type programmer, patient. (B)(4).